Manufacturer narrative:
The device was not available for return; therefore, no proper evaluation could be performed. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. As a result, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined at this time.if further information is acquired that adds value to the content of this report and/or a valid conclusion can be drawn, an additional follow-up report will be sent. Device was not available for return.

Event description:
Following implantation, the screws seemed to have backed out or loosened. A secondary surgery was performed to remove the loose screws and replace the new ones.